Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed leaflets thickening. No calcification was observed on the valve and the valve expansion appeared to be adequate. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post-implantation- stenosis, paravalvular leak, leaflet-motion restricted, and leaflet-thickened/halt were confirmed based on the medical record and provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 2 months post tavr procedure using a 23mm sapien 3 valve via transfemoral approach. Per medical record review, the three-year tee showed that there is a well-seated tavr valve in the aortic position with moderate pvl and trace central regurgitation. The leaflets are thin and pliable however the excursion is somewhat limited. Imagery reviewed- showing thickening of the thv leaflets". An existing technical summary documents the root cause analysis on valve stenosis and increased gradients over time in the patient. Per technical summary, stenosis and increased gradient across the valve are common causes of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. Furthermore, the evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Calcification), non-structural dysfunction (e.g. Pannus), thrombosis (formation of blood clots on the valve), or endocarditis (bacterial inflammation). Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could resemble leaf thickening and have a significant impact on the functionality of the valve. Additionally, the patient had a history of dyslipidemia which is a well-known factor that increases the risk of valve calcification leading to leaflet thickening. In this case, due to insufficient information, a conclusive root cause is unable to be determined for stenosis, pvl, and leaflet thickening. For the reported event of motion restriction, available information suggests that patient factors (leaflets thickened) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Approximately 3 years and 2 months post tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the patient's peak velocity and gradient have continued to rise. In the most recent study peak velocity was up to 4.6 m/s and mean gradient up to 44 mmhg. Per medical record review, the three-year transesophageal echocardiogram (tee) showed a well-seated tavr valve in the aortic position with moderate paravalvular leak (pvl) and trace central regurgitation. The leaflets are thin and pliable however the excursion is somewhat limited. The elevated gradient appears to be a combination of intravalvular stenosis and increased flow due to pvl. The peak/mean gradient is 84/44 mmhg. The aortic valve area (ava) (vti) is 0.62 cm2. The medical records provided indicate that the patient's s3 valve is exhibiting severe stenosis as evidenced by the ava of 0.62 cm2. No symptoms, intervention, or planned intervention are indicated in these records. Imagery received indicated that the leaflets appeared thickened.